Manufacturer narrative:
Initial visual examination of returned product does not show any visual defect in shape, size or material. Additional testing is ongoing.

Event description:
As described orally by user facility: (words in [ ] added by MFR for clarity). During the process of placement of the endobronchial blocker tube, a part of the set [blocker tube sealer], accidentally or defectively dislodged and went endobronchially. The surgeon was able to retrieve the piece immediately. No sequelae to pt.